Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had patient-to-patient double transfer of a controlled substance. A technical support specialist reviewed the station logs and found no upload, download, or communication errors. The server logs were also reviewed, with no application or synchronization errors identified. Examination of the server applier logs and dsserveroltp timestamps showed that the first patient-to-patient transfer was uploaded but only processed by the server, resulting in a delay of approximately seven minutes. Due to this processing delay, other pyxis anesthesia devices were not yet aware of the first completed transfer, which allowed a second patient-to-patient transfer to proceed. The root cause was identified as a server upload processing delay, specifically a timing and synchronization issue. No user error, station malfunction, or data corruption was detected. The issue is considered an edge case and had largely been mitigated in enterprise server version 1.7.x and above due to synchronization 2.0 improvements. Findings and explanation were communicated to the customer, and the case was suitable for closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient-to-patient double transfer of a controlled substance was reported. The server allowed the transfer of fentanyl 100 mcg from the same patient twice to a second patient. However, there were no delays or adverse events or injuries reported based on this event.